Manufacturer narrative:
Product complaint (B)(4). Investigation summary : according to the information provided, "it was reported that on (B)(6)1998, the primary surgery was performed via tha for oa with the implants in question. On (B)(6) 2023, it was confirmed that the neck of the stem was broken and it will be revised. The event date and the revision date is unknown. No further information is available." The 125150000 hylamer 10d 50od x 28id (lot unknown) was returned for evaluation. Visual analysis of the liner revealed severe damage on one edge, consistent with extraction damage. This damage affected the legibility of the lot number on the device. Nevertheless, considering that the liner was implanted on (B)(6) 1998, it would have been in use for more than 25 years. There is no notable evidence of wear prior to extraction, and no signs of product failure were observed. A dimensional inspection was not possible due to the damaged observed. It is understood there is no product malfunction associated with this device and no evidence of implant damage or wear while implanted was observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as the lot number on the device was not legible due to extraction damage.

Manufacturer narrative:
Product complaint # (B)(4). D4. Gtin: product was marked for gudid exclusion. Unique identifier (UDI) : UDI/gtin information is not applicable. Product is no longer marketed. Investigation summary : it was reported that on (B)(6) 1998, the primary surgery was performed via tha for oa with the implants in question. On (B)(6) 2023, it was confirmed that the heck of the stem was broken and it will be revised. The event date and the revision date is unknown. No further information is available. The product was not returned to depuy synthes, however photos were provided for review. See attachment "photo_pc-001373012_chiba medical center(jo202300290)". The photo investigation found wear and extraction damage near the edge of the device. It is not unreasonable to find this type of damage after explantation considering the device has been implanted for 25+years. However an exact root cause cannot be determined with the information provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. It is understood there is no allegation associated with this product malfunction. However the overall complaint was confirmed as the observed condition of the [hylamer 10d 50od x 28id] would contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 1998, the primary surgery was performed via tha for oa with the implants in question. On (B)(6) 2023, it was confirmed that the neck of the stem was broken and it will be revised. The event date and the revision date is unknown. No further information is available. Doi: (B)(6) 1998. Dor: to be determined. Unk hip.